Event description:
The customer stated that he was treated by the paramedics for low blood glucose levels in the 30 mg/dl range. Troubleshooting was performed. Found that the customer changes the infusion sets every four days. The insulin pump was programmed correctly. The insulin pump passed the prime, high pressure and displacement tests. Advised the customer to change the infusion set every two to three days. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.